Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions. M1000 device reset: nm-hou-2019-002.

Event description:
It was reported that the patient's vns was unable to be interrogated despite troubleshooting. Following a generator reset, the vns was able to be interrogated. Tablet data was received and reviewed by the manufacturer. The signature for gc5-related resets for affected devices was observed (the device gets stuck in a reboot loop with a cycle time of about 16 seconds). It was noted that a generator reset had occurred approximately two weeks prior. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. Internal investigation has identified that the root cause of the unexpected device reboots is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No additional relevant information has been received to date.

Event description:
It was reported by a company representative that the patient presented to a physician's office in order to have his vns generator's firmware updated to correct the gc5-related resets. It was stated that when they initially interrogated the device, the vns was found to be still programmed on. The upgrade was performed and therapy was programmed back to the patient's settings at the beginning on the appointment with autostimulation mode programmed on.